Manufacturer narrative:
Concomitant medical products: dtma1qq ICD and 479888 lead, implanted: (B)(6) 2019; 1125 hvad outflow graft and 1103 hvad pump, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited an out of range tip to coil impedance reading. Current impedance measurements were determined to be stable. The lead remains in use. No patient complications have been reported as a result of this event.